Manufacturer narrative:
H10: in a good faith effort (gfe) response from the global quality specialist received on 01feb2024, it was provided that the device was outside of use at the time of the reported event. The investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the biomedical engineer (bme) received on 22feb2024, it was stated that the power cord had been replaced on 01feb2024 to resolve the device issue. After installing the new power cord, the device began to work as expected and charged the battery properly. The bme performed a performance verification test (pvt) to confirm the device had returned to full functionality. The device was then returned to service. The defective power cord which was replaced was scrapped and the device diagnostic report (drpt) was not available.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was brought to the customer biomedical engineer (bme) shop with a note stating that the device would not power on. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The bme checked the device and found that the power cord was bad after finding that one side did not ohm out and the bme was only measuring 43 volts. The bme stated that they would order a replacement power cord to resolve the issue and ordered the part on 26jan2024. This investigation is ongoing.